Event description:
The nicu manager reported that lot# 7726303 of the stryker max-n pulse oximeter sensors were defective. When removing the pulse oximeter sensors from the paper that it adheres to, the metal wires on the sensor are exposed. All sensors from this lot were removed from the nicu and sequestered in central supply. None of these sensors had been used on any infant. The vendor was notified and will pick up the entire lot for evaluation.